Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0723 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was pierced approximately 10 cm from the puncture site. The product emerged through the point of puncture during chemo injection. The PICC was removed. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause could not be determined from the sample. One photograph was provided for investigation. The photo showed a section of purple tubing with black depth markers being held in a kinked position. What appeared to be a semi-circumferential split was observed in the tubing where it was kinked. The entire catheter was not visible in the photo. The location of the breach in relation to the 0 mark could not be determined from the photo. The breach in the tubing could be associated with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A lot history review (lhr) of rebt0723 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was pierced approximately 10 cm from the puncture site. The product emerged through the point of puncture during chemo injection. The PICC was removed. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was split was confirmed and the cause appears to be use related. The product returned for evaluation was 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 5 and 6 cm depth marks. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebt0723 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was pierced approximately 10 cm from the puncture site. The product emerged through the point of puncture during chemo injection. The PICC was removed. No patient injury reported.